Manufacturer narrative:
Insulin pump was monitored all operating currents tested within specification range. No unexpected battery out limit alarms or weak battery alarms noted. However, insulin pump had a corroded battery tube noted. Insulin pump passed prime, displacement, basic occlusion and excessive no delivery alarm tests. No excessive no delivery alarms noted. Insulin pump had a cracked reservoir tube lip and cracked case near display window corners noted.

Event description:
It was reported that the insulin pump excessively alarmed no delivery and battery out limit during the bolus procedure. Customer's blood glucose reading was 404mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.